Event description:
Customer reported device was not listing a result, however the wording: code key exception along with the strip lot, date, & patient ID. Customer stated the software is discrepant and displays a result of lo while also listing the code key exception in the reason for failure column. A request was made for return product and replacement product was sent.